Event description:
It was reported a patient enrolled in a clinical study underwent a left total elbow arthroplasty on (B)(6) 2003. Subsequently, patient was revised on (B)(6) 2014 due to implant squeaking and an unspecified complication with the bearing. The ulna component and ulnar bearing were removed and replaced. It was further reported patient underwent a right total shoulder arthroplasty on an unknown date with unknown product. Subsequently, patient was revised in 2008 due to an unknown reason.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - unknown, PMA/510(k) number, manufacture date ¿ unknown.